Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported device alarms, carbon dioxide repeat inhalation. The customer indicated boot into diagnostic mode, check the alarm logs, and found the error code diagnosed as gas module failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The service technician replaced the air flow sensor to resolve the reported issue. The service technician completed pressure test, device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.